Manufacturer narrative:
E1 completed address: no. (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a screen that became noised. The issue occurred during service of maintenance. There were no reports of patient involvement.